Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6)implanted: (B)(6)2017explanted: (B)(6)2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-nov-2018, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing saline via an implantable pump. It was reported that the patient had surgery to determine if there were any issues with the catheter. Once pump pocket was opened, the catheter was found to be cut/severed near the pump connector. A new 8784 was used to connect and see if a dye study was successful. The dye study was unsuccessful and a new 8780 was implanted after the 8781 was explanted. The patient¿s pump had saline in pump at the time of surgery, and it was left in the pump. The patient will have drug filled at post operation and dose will be determined at that time. The issue was resolved at the time of theevent. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that during the dye study, the dye was not appearing at the intended level. It was pooling below the level they expected, so a new catheter was implanted at the desired level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.